Event description:
It was reported that the patient was seen in the emergency room for syncope and loss of capture on the right ventricular lead. There was also intermittent capture at a wide range of outputs and unacceptable threshold. The lead was capped and replaced and the device was explanted and replaced at the same time per physician's judgment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found.